Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of experiencing high blood glucose of 450 mg/dl. Customer reported that blood glucose was not treated since having surgery the previous week. Customer did not remember how to work the insulin pump or how to treat blood glucose. Customer will receive assistance and more training. Product will not be returned for failure analysis.